Manufacturer narrative:
Investigation description. Complaint was duplicated and confirmed. Alert 41 was present in notifications menu after device powered on. Attempts to rewind leadscrew were unsuccessful triggering an 'unable to proceed' screen. Engineering logs were downloaded and reviewed; alert 41 was confirmed. The device was opened and it was observed that the home position of the leadscrew nut was incorrectly setting too early.

Event description:
It was reported that the user received an ¿41 ¿ insulin, absolute range error¿ alert and a restart during a supply change while attempting to rewind, followed by an ¿unable to proceed¿ message when attempting a dry run after another restart. Symptoms included no reported adverse clinical effects. Outcomes included no impact on daily activities and no medical or surgical intervention. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed a device operational malfunction during the rewind step consistent with an insulin delivery system error and restart behavior, suggestive of a pump mechanical or control fault during setup. It was concluded, based on previously established findings for similar reports, that the cause was undetermined and could not be confirmed without device analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.